Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be perform conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block was noted. Subsequently a permanent pacemaker was implanted the same day. No other adverse patient effects were reported.